Event description:
It was reported following a percutaneous peripheral vascular procedure, a 6f angio-seal vip was selected for use. A pre-insertion femoral angiogram was obtained and the angio-seal was deployed in the common femoral artery (cfa). Distal pulses were absent and another femoral angiogram was obtained; an occlusion of the cfa. The occlusion was treated by placing a stent in the artery. No further complications were experienced. The physician stated that the angio-seal "didn't feel right" during deployment.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemia symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.